Event description:
Initial info received from a consumer on 24-aug-2010: a female (age unspecified) initiated therapy with poly-l-lactic acid (sculptra aesthetic, lot# and exp date unk) around (B)(6)2010. Her second round of injections were 8 weeks later in (B)(6) 2010 and her third round was 7 weeks after that in (B)(6) 2010. The third round was approximately 3 weeks ago and is supposed to be her last. She reported that she is having an issue with her left eyelid in the mornings. It appears "heavy and "droopy" when she first wakes up, but improves with the day. She denies any kind of lumps or nodules on the eyelid. Poly-l-lactic acid was injected in the "temple" area, near "crows feet". She also stated, she had botulinum toxin type a (botox) done 5 weeks ago. She further stated that she had perlane put in eye area two years ago and she "looked bad" for 6 months. No further info reported. Pharmacovigilance comment: sanofi-aventis company comment 25-aug-2010: this case described a female pt, who experienced left eye ptosis after three times of injections with sculptra near "crows feet" area. A confounding factor was the recent injection of botulinum toxin type a- botox- (location is unk). Additional info has been requested.